Manufacturer narrative:
(B)(4) static sound, loose, connection. Eval of the returned product found the nurse call cable does not fit securely into the receptacle and if the cable is wiggled while connected to the alarm the light at the nurse call test fixture turns off intermittently. There is static sounds each time the voice message is played. The tone sounds normally. There is no visible damage to the nurse call receptible or the alarm unit. (B)(4).

Event description:
The customer reported that the voice tone has static. Also the nurse cable jack is loose and does not secure the call cable when it is inserted. This was discovered during setup. There was no pt incident or injury reported.